Event description:
A nurse reported that a patient was diagnosed with toxic anterior segment syndrome (tass) following cataract extraction with intraocular lens (iol) implant. No culture was performed. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).